Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, moderately tortuous right coronary artery that is 90% stenosed. During advancement of a 2.50x15mm trek balloon dilatation catheter, resistance was felt with anatomy. Once at the lesion the balloon was inflated twice to 23 atmospheres but ruptured at 12 atmospheres on the second inflation. Therefore, a 2.00x15mm mini trek balloon dilatation was advanced but met resistance with anatomy. Once at the lesion the balloon ruptured at 8 atmospheres during the first inflation. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the balloon was inflated to 23 atmospheres (atms) twice; however, it ruptured at 12 atms. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm; therefore, rbp was exceeded. In this case, it was determined that it was unlikely that inflating the balloon over the rated burst pressure contributed to the rupture since it was noted that the rupture occurred at 12 atms. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - above rbp. The additional device referenced in b5 is filed under a separate medwatch report number.